Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with no reported infusion set leaks, no delivery-stopping alarms, and use of a 6 mm, 23-inch infusion set; the user delayed meal announcement after lunch and did not perform a confirmatory fingerstick. Symptoms included elevated glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization; glucose began to decline after the delayed announcement and continued system use.

Manufacturer narrative:
Investigation included device-use troubleshooting and user education. Investigation of this case revealed user-related factors consistent with delayed carbohydrate announcement and no device malfunction identified. It was concluded that the event was due to cause unclear with contributing user-related factors, and no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.